Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of side car push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car was pushed back out of specification. In addition, the coil assembly was slightly unraveled, the sheath was stretched and the side car and sheath was not torn or broken. Functional inspection found the basket opened and closed without problems. One spear lab guidewire was inserted through the side car and it passed without problems. The photo provided by the costumer showed the tip of the device and it is observed that the side car was pushed back and coil assembly slightly unraveled. The full sheath could not be observed in order to determine if it was broken. No other issues were noticed. The reported event was confirmed. Based on all available information, the stretched sheath indicates that the device was actuated with some resistance/difficulties present. As a consequence, the side car was pushed back and the coil assembly slightly unraveled while attempting to open/close the basket. Therefore, the most probable root cause for the reported failure is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, the trapezoid basket was inspected and found the side car (guidewire channel) was pushed back by 0.5cm - 1.0cm. The photo submitted by the customer confirmed the side car was pushed back. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, the trapezoid basket was inspected and found the side car (guidewire channel) was pushed back by 0.5cm - 1.0cm. The photo submitted by the customer confirmed the side car was pushed back. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event.